Manufacturer narrative:
E1 - additional contact number - (B)(6). D4 and h4 - manufacture date is currently not available should this information become available, a follow up report will be provided. It is unknown if the device will be received for evaluation. Without the return of the device a comprehensive evaluation cannot be performed and probable cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The customer reported that the pump keeps performing self-check and shutting down. It is unknown if there was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Unfortunately, the device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. Review of service and event history: we conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.